Manufacturer narrative:
09 sept 2020 ((follow up 007). The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611. Ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Ca1: -proto version of IFU submitted with eco#34938. Ca2: -proto version of IFU submitted with eco#34938. Ca3: -proto version of IFU submitted with eco#34938. Ca4: new battery identified. Ecr#18858 is released. Dcp (B)(4) submitted with dco# (B)(4). Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: (B)(4) released with dco# (B)(4). Eleap training is prepared and ready for submission. Other actions taken: weekly follow-up meetings scheduled. Review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Aurical freefit / unit will not power up. Warm transfer staff reports someone left a normal battery in the freefit and it exploded. No patient injury.

Manufacturer narrative:
Update 23 april 2020. Capa004611 has been initiated to investigate battery melting issue. Root cause of failure has been attributed to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. Corrective action plan is inworks and will involve IFU update. Maintenance to include annual battery exchange. Service manual. Maintenance to include annual battery exchange change battery type.

Event description:
Aurical freefit / unit will not power up. Warm transfer staff reports someone left a normal battery in the freefit and it exploded.

Manufacturer narrative:
Update 21st may 2020 (natus complaint ref. # (B)(4). Corrective action plan has been determined and will include the following items 1: update associated user guide. Maintenance to include annual battery exchange. (Due date oct. 1, 2020). 2: update service manual. Maintenance to include annual battery exchange. (Due date aug. 1, 2020). 3: update reference manual. Maintenance to include annual battery exchange. (Due date aug. 1, 2020). 4: change battery ( where used in 1053 boms). (Due date dec. 1, 2020). 5: update service spec. General review, template and battery exchange (due date dec. 1, 2020). 6: create new service note including implementation. Annual battery exchange (due date jul. 1, 2020). All corrective actions can be completed independently.

Event description:
Aurical freefit / unit will not power up.

Event description:
Aurical freefit / unit will not power up. Warm transfer staff reports someone left a normal battery in the freefit and it exploded. No patient injury.

Manufacturer narrative:
06 nov 2020 (follow up 008) ref#: (B)(4). The status of CAPA: 004611 is currently at implementing actions and is on track. Corrective action plan CAPA: 004611. Ca 1: user guide (7-50-1220-xx) update including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Actions taken: ca1: proto version of IFU released with eco#: 34938. Ca2: proto version of IFU released with eco#: 34938. Ca3: proto version of IFU released with eco#: 34938. Ca4: new battery identified. Ecr#: 18858 is released. Dcp doc-048835 released. Bom changes prepared with eco#: 34922. Tech. Design review doc-048834 released. Verification plan and protocol are released. Verification is progressing well. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 released with dco#: 40712. Eleap training is prepared and ready for submission. Other actions taken: weekly follow-up meetings scheduled. Review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on CAPA: 004611 once the CAPA actions are implemented.

Event description:
Aurical freefit / unit will not power up. Warm transfer staff reports someone left a normal battery in the freefit and it exploded. No patient injury.

Manufacturer narrative:
04 dec 2020 (follow up 009) ref#: (B)(4). CAPA: 004611 has been generated to investigate this issue. Conclusion on root cause is related to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. CAPA actions ongoing and are currently on track: corrective action plan CAPA: 004611 ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). Ca1: proto version of IFU released with eco#: 34938. Translations completed. Final eco#: 35568 is submitted. Ca2: proto version of IFU released with eco#: 34938. Final eco#35568 is submitted. Ca3: proto version of IFU released with eco#: 34938. Final eco#35568 is submitted. Ca4: new battery identified. Ecr#: 18858 is released. Dcp doc-048835 released. Tech. Design review doc-048834 released. Verification plan and protocol are released. Verification report is released with dco#: 45578. Battery is released with eco#: 35633. Rii for battery is submitted with dco#: 40855. Bom changes are prepared with eco#: 34922 (awaiting battery delivery confirmation). Dmr updates are prepared with dco#: 45744 (awaiting battery delivery confirmation). Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 is released. Eleap training is prepared and ready for submission. Other actions taken: weekly follow-up meetings scheduled. Review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment.

Event description:
Aurical freefit / unit will not power up. Warm transfer staff reports someone left a normal battery in the freefit and it exploded.

Manufacturer narrative:
Update 18 june 2020 (complaint# (B)(4). The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611. Ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Aurical freefit / unit will not power up. Warm transfer staff reports someone left a normal battery in the freefit and it exploded. No patient injury.

Manufacturer narrative:
Update 16 july 2020 (complaint# (B)(4)). The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611 ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Overall status: on track. Ca1: initiated. Action owner assigned. Ca2: initiated. Action owner assigned. Ca3: initiated. Action owner assigned. Ca4: initiated. New battery identification is in progress. Ecr#18858 in progess. Ca5: initiated. Document reviewed and it is concluded that document and its content is not actual anymore. Rationale for "not applicable" to be provided. Ca6: qms-005706 released with dco#40712. Eleap training is prepared and ready for submission. Other actions: review of additional received complaints has been initiated for potential need of updating risk assessment. Ca1-3 re-assigned. Weekly follow-up meetings scheduled. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Aurical freefit / unit will not power up. Warm transfer staff reports someone left a normal battery in the freefit and it exploded. No patient injury.

Manufacturer narrative:
14 august 2020 (follow up 006) the status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611 ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Overall status: on track. Ca1: draft prepared and reviewed. Ca2: draft prepared and reviewed. Ca3: draft prepared and reviewed. Ca4: new battery identified. Agreement with sustaining team on approach, content and resources needed. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. P urpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 document is released. Training is prepared and ready for submission. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Aurical freefit / unit will not power up. Warm transfer staff reports someone left a normal battery in the freefit and it exploded. No patient injury.

Manufacturer narrative:
05 jan 2021 ((follow up 010) ref# (B)(4). Conclusion on root cause of this event is related to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. Capa004611 was generated to investigate this issue. Corrective action plan for capa004611 ca 1: user guide (7-50-1220-xx) updated - including translations. Maintenance to include annual battery exchange. Ca 2: service manual (7-50-1050-en) updated. Maintenance to include annual battery exchange. Ca 3: reference manual (7-50-0930-en) updated. Maintenance to include annual battery exchange. Ca 4: changed battery (8-73-02200 where used in 1053 bill of materials). Ca 5: service specification. (0-80-00311) updated. General review, template and battery exchange. Ca 6: created new service note including implementation. Annual battery exchange. Final status of capa004611 ca1: proto version of IFU released. Translations completed. Ca2: proto version of IFU released. Translations completed. Ca3: proto version of IFU released. Translations completed. Ca4: completed as follows: new battery identified and released. Doc-048835 - 1053 freefit battery change - design planning checklist released. Doc-048834 - 1053 freefit battery change - technical design review record released. Verification plan and protocol are released. Verification report is released. Rii for battery is released . Bom changes are released. Dmr updates are released. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 - fs - service note 20-01 annual 1053 aurical pmm battery replacement work instruction released. (Including eleap training set up). Effectivity check plan will be carried out on capa006611 as follows: continue complaint trending on quarterly basis on the issue (melting plastic in battery compartment) for one year from implementation of actions. New battery is part no. 031814 (panasonic: bk200aab). Acceptance criteria: < 1 complaint involving the new battery. Fail criteria: > 0 complaint involving the new battery. Risk was assessed as minor (3) and product risk is considered tolerable, as per qms-001647 risk management instruction for the potential hazard of minor user burn, and delayed patient diagnosis if equipment becomes non-functional. The benefit of the device outweighs the minor risk remaining.

Manufacturer narrative:
It wa reported that the aurical freefit / unit will not power up. Staff reports someone left a normal battery in the freefit and it exploded. Staff has tested the freefit with new batteries and confirmed it does not work. Staff confirms the aurical is undamaged and still works. Customer called asking for the e-mail address where to send the images. Technical service gave him (B)(6), he will e-mail the images. Customer has been advised to return the device for evaluation - natus is currently awaiting the return of the device for further investigation. A questionnaire has been emailed to technical service to establish circumstances and gain more information around the event. CAPA (B)(4) is currently open to investigate the issue. Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable if implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Preprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device for use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Aurical freefit / unit will not power up. Warm transfer staff reports someone left a normal battery in the freefit and it exploded. Staff has tested the freefit with new batteries and confirmed it does not work. Staff confirms the aurical is undamaged and still works.

Manufacturer narrative:
Update 26th march 2020. Customer has been advised to return the device for evaluation - natus is currently awaiting the return of the device for further investigation. A questionnaire has been emailed to technical service to establish circumstances and gain more information around the event. No further information available at this time. CAPA(B)(4) is currently open to investigate the issue.

Event description:
Aurical freefit / unit will not power up. Warm transfer staff reports someone left a normal battery in the freefit and it exploded. Staff has tested the freefit with new batteries and confirmed it does not work. Staff confirms the aurical is undamaged and still works.